Event description:
The customer reported two (2) unconfirmed false positive results with the ID now covid-19 assay.this report is to address false result one(1) and is one (1) of two(2) the customer reported a false positive result with the ID now covid-19 assay pcr confirmation testing was performed and generated a negative result (patform: roche) although requested, no additional informtion was provided on patient impact or outcome.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an lot-specific investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Ref MFR reports: 1221359-2022-03297.